Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery alarms were noted. The insulin pump alarmed for a button error due to corroded keypad traces. No frozen display was noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump screen is frozen. Prior to the event, the patient went to enter information into the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.